Manufacturer narrative:
Date rec¿d by MFR : 25jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the liquid crystal display (lcd). The customer replaced the lcd and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
It was reported that the unit had a dark display even after adjusting the brightness. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.